Event description:
It was reported that (2) 512sd devices were used during a laparoscopic assisted lloanal pouch anastomosis procedure. It was reported by the rep that the gasket split after it had been used for awhile. The operating room time was extended as a result. There was no consequence to the pt.